Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic evaluation, the leak was observed from the nutrition bag. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an all-in-one container leaked. The leak was observed in the outer overpouch. The device was filled with 100 ml of sm of 20% lipids. There was no patient involvement. No additional information is available.